Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg is no longer able to communicate with external devices following an unrelated surgery, and was reportedly not put into surgery mode. Troubleshooting was unable to provide resolution. Surgical intervention may be pending

Manufacturer narrative:
The CAPA was initiated on (B)(6) 2016 to address the issue of the proclaim ipg entering service application (orion ipg family). Investigation is complete and being monitored by the manufacturer.

Event description:
Further follow-up indicates the patient did not receive updates or notifications of how to put the ipg in surgery mode prior to the procedure.

Event description:
Follow up revealed that the patient underwent surgical intervention to have their ipg replaced. Issue has been resolved.